Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the luer lock would not thread on the catheter (connection). The doctor had to put the wire in and re-wire to a new catheter. Therapy was reported as delayed. No patient injury reported.

Manufacturer narrative:
Qn# (B)(4). Customer provided one photo of a catheter hub. The device contained obvious signs of use. No defects or anomalies were detected in the photo. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the luer lock would not thread on the catheter (connection). The doctor had to put the wire in and re-wire to a new catheter. Therapy was reported as delayed. No patient injury reported.